Event description:
This report was received from (B)(4) and is a spontaneous report by a physician with supplemental information by a nurse from the (B)(6) of bacterial peritonitis and pyrexia in a patient coincident dianeal and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with dianeal and extraneal therapies was ongoing. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by cloudy effluent, pyrexia and abdominal pain. On (B)(6) 2012, the patient was hospitalized. The cause of the peritonitis was unknown. On an unreported date, the patient received a 400 mg bolus of teicoplanin. On (B)(6) 2012, remedial treatment was initiated with teicoplanin 20 mg/l ip (frequency not reported). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, remedial treatment with teicoplanin was stopped. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.